Event description:
It was reported that a large volume infusor leaked. This occurred after the device was filled with 5250 mg fluorouracil and was noticed upon removal of the secondary overpouch; the unit was found to be wet with approximately 10 ml of fluid in the overpouch. The reporter stated that no issues with the packaging were noted and the source of the leak was unknown. There was no patient involvement as the issue was noticed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured march 6, 2014 to march 7, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit. The device was removed from the package, and further visual inspection identified an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and tightening the luer cap. The device was monitored until the next day, and no signs of leakage were identified. The device was determined to be a conforming product and met specification during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.